Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Unable to verify for operating currents including, low battery, failed battery test, bad battery, off no power alarm and unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to blank display. Pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, off no power and failed battery test alarm. Customer's blood glucose at time of incident was unknown. After the troubleshooting was done, customer was advised that the pump would be replaced.